Manufacturer narrative:
Philips service replaced the faulty x-ray tube and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray tube failure caused tube current out of range error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.